Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material air/water tube, the air/water cylinder, light guide lens, and the bending section cover glue could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed leakage from scope connector cover and biopsy channel, it is possible that reprocessing could not properly be performed and the foreign material could not be removed. The event may be detected/prevented by following the instructions for use sections below: gif-h185 operation manual chapter 3 preparation and inspection. Gif-h185 reprocessing manual chapter 5 reprocessing the endoscope . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the insulation resistance value at the distal end did not meet the standard value due to burn on the plastic distal end cover. Water tightness was also lost due to a scratch on the scope connector cover unit. In addition to the foreign materials found in the air/water tube, the air water cylinder, the light guide lens, and the bending section cover glue, other evaluation findings are as follows: there were scratches on the grip, the switch box, and the universal cord; the air/water cylinder and the suction cylinder had no color; there was corrosion on the plug unit, the circuit board unit in the suction connector, and the cable unit due to water leakage; water tightness was lost due to damage on the channel tube; there was a partially dark area on the image due to a shaved objective lens; the water removal ability did not meet the standard value due to clogging of the nozzle; the objective lens was shaved; and the connecting tube had a buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had a defective distal end during reprocessing. There was no report of patient harm. The device was returned, evaluated, and there was foreign material in the air/water tube, the air/water cylinder, the light guide lens, and the bending section cover glue. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.